Event description:
Pt sustained a displaced right femoral neck fracture & underwent a non-cemented right austin-moore hemiarthroplasty. Closed reduction performed twice during hospital stay. Austin-moore implant removed and replaced. Original surgery not done at this facility.